Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 25 colony forming units (cfus) of varied coagulase/ negative staph in the suction channel, 25 cfus of varied coagulase/ negative staph in the air/water channel and 20 cfus of varied coagulase/ negative staph in the elevator wire channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.